Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the self-adhesive was wet with insulin.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. *the patient uses and sent orbitsoft product from ypsomed. The patient wasn't aware it was a non-roche product and withdraws the allegation.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the self-adhesive was wet with insulin. *the patient uses and sent orbitsoft product from ypsomed. The patient wasn't aware it was a non-roche product and withdraws the allegation.